Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. The lot history record review was not possible as the lot number was not reported. (B)(4)

Event description:
Information received from the stratis clinical study: subject (B)(6). Medtronic (covidien) was notified that the distal left lenticulostriate vessel was perforated with the orion microcatheter as it was navigated over the fathom microwire into the thrombus. This event occurred prior to thrombectomy. Multiple attempts were made to catheterize a large branch of the mca (middle cerebral artery). They were able to catheterize a vessel that followed the shape of a lager mca branch. A cautious test puff of contrast was done with its proximal portion and visualized contrast extravasation distally. No treatment was provided for the perforation. Post procedure nih was 0. Procedure successful with 2 passes and tici 3 flow. The thrombus was located in the left mca. No other complications were reported.